Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was treated with bolus. The customer reported that thy received insulin flow block alarm. Customer reported that they were pregnant and they stopped using insulin pump. Customer reported that the fill cannula performed and the insulin was exited. The insulin pump will not be returned for analysis.